Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on april 24, 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of the call. The customer was given food to treat. The customer was wearing the insulin pump during the incident. The caller stated the pump was over delivering as the pump was delivering unprogrammed boluses. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Drive support cap was inspected and no anomaly was noted.